Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The device was returned to the manufacturer and the active exhalation control module was found to be damaged. The device's active exhalation control module was replaced to address the issue. The device had physical damage consistent with being dropped.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.